Event description:
A response to a post-market surveillance survey indicated that doctors had to "revise multiple mib cases". When followed up with, the reporter, (B)(6), indicated that the events occurred in (B)(6) of 2018 with dr. (B)(6). Additional cases are documented in ccr reports (B)(4) (see MDR reports 3007420745-2019-00003 and 3007420745-2019-00004). Additionally, during this particular revision surgery, the revision as completed with wright medical devices. The reason for the removal case was not provided by the reporter due to the amount of time that lapsed from the event to the date of reporting. A root cause of the event was not able to be determined as no lot number was provided, parts were not returned, case details were not provided, and there was very little information available. An MDR was submitted to document the revision surgery and ensure all regulatory obligations were fulfilled. The complaint log was reviewed, and these 3 events are the first reported instances of mib revisions.

Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-12 below) as part of internal complaint handling activities. 1. Patient age at time of event, date of birth (a2), sex (a3), and weight (a4) not reported. 2. Date of event (b3) is unknown. 3. Brand name (d1) is unknown as the reporter did not complain about a specific product, but a product line. 4. Catalog # and serial # (d4) not utilized by trilliant surgical. 5. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. 6. Lot # and unique identifier (UDI) # could not be confirmed. See discussion below. 7. Implanted date (d6) and explanted date (d7) are unknown. 8. Reprocessor name and address (d9) n/a to this report. 9. Concomitant medical products and therapy dates (d11) not reported. 10. As a result of item 6 above, device manufacture date (h4) is unknown. 11. Section h9 n/a to this report. 12. No files attached to this report. Corrected information provided in follow-up submission: b3 - date of event is unknown. B5 - description of event or problem was edited to reflect exact wording from internal complaint file, to delete discussion of root cause, and to not identify any physician by name. D2 - common device name corrected, product code was correct in initial submission. D3 - fax number d4 - model #, catalog #, serial #, lot #, unique identifier (UDI) #. E1 - initial reporter telephone added. G1, g2 - fax number added. G3 - company representative is deleted and distributor is selected. H10 - corrected data. Additional information provided in follow-up submission: g1 - name, email, telephone updated as different personnel is submitting the follow-up submission than submitted the initial submission. H10 - additional manufacturer narrative. Investigation summary (moved from b5 where this was reported in the initial submission): a root cause of the event was not able to be determined as no lot number was provided, parts were not returned, case details were not provided, and there was very little information available. An MDR was submitted on 01/11/2019 to document the revision surgery and ensure all regulatory obligations were fulfilled. The complaint log was reviewed and these three (3) events are the first reported instances of mib revisions. Additional investigation performed 03/11/2020: the sales representative was given a personal mib tray on (B)(6) 2017. Because the original date of implantation is unknown, it cannot be determined if a loaner or a personal tray was utilized. It also cannot be determined what size or orientation of the screws and plate were utilized. Thus, potential lot numbers cannot be identified and DHR review cannot be conducted.

Event description:
The marketing department released a post-market surveillance survey on (B)(6) 2018 that asked customers, "rate your experience with the following product system. Please provide information if you rate poor/fair." A trilliant surgical sales representative rated the minimally invasive bunion (mib) plating system as "fair" and stated "doctor had to revise multiple mib cases". Sales support followed up with the sales representative as corporate had not previously received a report of any incidents involving mib revision surgeries with this sales representative or her doctor, doctor 1. The sales representative noted that these incidents occurred in march and april of 2018. Doctor 1 utilized the mib system on four (4) occasions and had to revise three (3) of the four (4) surgeries (ccr 19-01-007 - 3007420745-2019-00002, ccr 19-01-008 - 3007420745-2019-00003, and ccr 19-01-009 - 3007420745-2019-00004). For this reportable instance (ccr 19-01-007), the mib plate and associated screws were removed altogether and the sales representative noted that doctor 1 used a competitor's products for the revision surgery. It is unknown whether the removal was scheduled due to pain or because x-rays revealed that the site was not healing properly. Due to lapse of time, case details for these incidents are extremely limited.